Event description:
The customer reported that her bg's were "normal" when she went to bed, but were high (327 mg/dl) when she woke. She continued to experience high bg's (329-377mg/dl) over the course of the day despite having administered multiple correction boluses. The pod was removed and will be returned for evaluation.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successsfully.